Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Customer reported a broken bipolar cable during the procedure. Technical support engineer (tse) advised marking the instrument. The procedure was completed as planned. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, a bipolar cable broke. The technical support engineer recommended getting the instrument marked. The same issue occurred before on (B)(6). The procedure was continued as planned with no reported injury.